Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 5/11/2012, electrode belt: 9/11/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient reportedly lost consciousness and fell on the floor prior to passing. The patient's husband witnessed the event. A review of the patient's download data revealed that the patient was inappropriately treated 8 times prior to passing. From 1:26:47 am to 1:40:28 am on (B)(6) 2019, the patient was treated 8 times by the lifevest. The patient's rhythm at the time of the treatments was asystole. CPR artifact is seen throughout the event. The CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing.